Manufacturer narrative:
(B)(4)

Event description:
Complaint received that alleges "walker used for 3 months, now: complaint about damage of the nerve, toes numb (permanent), prescribing doctor says the walker was not correct". Questionnaire was received from clinician and/or patient, prescribed different device is only treatment required/listed for 2 toes numb/nerve damage. Device not returned to manufacturer for evaluation.